Manufacturer narrative:
Sigma's testing of the device could not identify a malfunction. Occlusion testing was performed with unit passing. Add'l upstream occlusion tests were performed using the actual event delivery parameters (25ml/hr) and simulating upstream occlusions, both tests were able to detect the occlusions properly. Further upstream occlusion tests were performed with unit passing. A review of the history log confirmed that there was an upstream occlusion alarm at the start of the infusion. The device performed as designed.

Event description:
The biomedical tech reported a spectrum pump being used in ICU indicated it had infused 100 ml over a 4 hour period as programmed and alarmed "infusion complete." However the nurse reported that no fluid had infused, the bag was still full and the pump did not alarm/detect a problem. The biomedical tech reviewed the pump's history log and noted an upstream occlusion alarm did occur and that the infusion had been restarted. He added that the pump was sequestered in biomedical engineering and there was no harm to the pt as a result of this event.